Event description:
It was reported that during a shoulder arthroscopy, the tip of the needle and suture capture cracked and the jaw could not open, causing the device to not catch the suture. The procedure was successfully completed without significant delay using a back-up device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The firstpass suture passer device, used in treatment, was returned for evaluation. A relationship between the device and reported incident was not established. A review of manufacturing records for the reported lot number k5001z found no non-conformances or anomalies during manufacturing process related to the reported event. A complaint history review found related failures; this failure mode will be trended to assess for any necessary corrective actions. Review of the product instructions for use found adequate warnings and precautions to prevent damage to the device during use. Risk management documents were reviewed finding no additional risks that require to be added to the reference document. Clinical evaluation was completed and concluded that based on the information provided, a backup device finished the procedure and there was no impact/ injury to the patient reported as result of the reported event. Therefore, no further clinical/medical assessment is warranted at this time. Should additional medical information, be provided this complaint will be re-assessed. Visual evaluation shows pieces of tape over the device handle. The upper jaw is slightly loose and misaligned. No manufacturing discrepancies observed. During functional test, it was an unsuccessful attempt to load a needle into the device. The needle could not engage and deploy a stitch. The complaint is not verified as the jaws open and close. Potential factors unrelated to the design or manufacture of the device that may lead to the failure reported include, but are not limited to: (1) excessive force. (2) tissue thickness. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.